Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2024 . The patient had a cgm accuracy issue the day after the sensor was inserted into the abdomen. On (B)(6) 2024 , the patient¿s cgm was reading low mg/dl and the bg meter reading was 600 mg/dl. The patient was experiencing dehydration, chest pain, vomiting diaphoresis, tachycardia, and high blood pressure. After discovering the inaccuracy, the patient removed the dexcom wearable. The patient was self-treated with insulin, but his symptoms continued, therefore, the patient¿s son called 911. Emergency medical services (ems) arrived and transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 666 mg/dl. The patient was treated with zofran, IV saline, IV potassium, and a baby aspirin. The patient was discharged home after approximately 5 hours when his bg meter level was 208 mg/dl. The patient was still recovering at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.